Manufacturer narrative:
Additional narrative: reporter is a j&j employee. A product investigation was conducted. Visual inspection: the x25 final tightener (p/n: 279712600, lot #: gm3828503) were received at us cq. Upon visual inspection of the complaint devices, the tip of the device was observed to be stripped/worn out. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The stripped condition of the device contributed to device interaction issue, so the complaint was confirmed. Conclusion: after a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm3828503 was released in a single batch. Batch1: lot qty of 194 units were released on 03 jun 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in norway as follows: it was reported that on (B)(6) 2021 during a procedure there was a problem with final tightening of the set screw with x25 final tightener. The surgery time was extended as a direct result of incident was approximately 5-10 minutes. The similar device was used to complete the procedure. During manufacturer's investigation of the returned device t was identified that the tip of the device was stripped/worn out. The received condition of the device was evaluated and determined to be reportable on (B)(6) 2021. This report is for one (1) x25 final tightener. This is report 1 of 1 for complaint (B)(4).